Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of heater bag alarm. A review of the patient¿s treatment records identified that the patient drained 4455 ml during drain 4 of the treatment. This drain volume is 207% of the patient's prescribed fill volume of 2154 ml. The technical service (ts) representative told the patient that the heater bag alarm occurred due to supply bag being empty and the cycler did not have enough fluid to fill last fill. The ts rep informed the patient that an overfill was caused due to the patient having done a manual exchange and not setting the cycler to expect the extra fluid. As a result of the iipv event, the technical support representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the overfill event. The patient did receive a new cycler and is using it without any further issues. The cycler is available to return as a sample product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.